Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, unable to login. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn 16215422 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16215422 was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was delayed by 5 minutes on the station. A technical support specialist (tss) reset the time to current to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.